Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles and nose irritation related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In initial report, h6 clinical code was not captured, corrected and updated in this report. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on april 13, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. Additional information was received about the alleged difficulty breathing/short of breath, difficulty breathing, nose irritation. There was no report of serious patient harm or injury.

Manufacturer narrative:
Additional information was received on sep 20, 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. Additional information was received about the alleged difficulty breathing/short of breath, difficulty breathing, nose irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed the manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower, blower box and blower seal. Manufacturer observed black potential hairlike contaminants on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and the blower box. No noise was observed during therapy and investigation. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.